Event description:
When patient woke from initial surgery, ent doctor found that an eye muscle had been severed, patient could not move right eye back to the left. A second four-hour operation was performed with an eye surgeon to repair the eye muscle.